Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the high voltage lead displayed over-sensing, high impedance, and questionable fracture. It was also reported that both pacing leads displayed noise. The leads were removed, replaced, and no patient complications have been reported as a result of this event. Additional information was received. It was also reported the fifty eight centimeter defibrillation lead displayed high impedance and there was a suggestion of fracture. The lead was removed, replaced and no patient complications have been reported as a result of this event.